Manufacturer narrative:
Investigation results were made available. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: a trend was identified for this issue (3 complaint within one month for ref (B)(4) and an issue investigation has been initiated. Review of event description: it was reported that the rasp handle is broken. Review of received data: no medical data such as surgical notes or any other case-relevant documents were received. Devices analysis: visual examination: the rasp handle was returned for an investigation. It shows several severe signs of usage. Moreover, there is a small dent, where the leaf spring of the locking lever touches the handle / housing in the locked position. A functional test was conducted with the mis rasp handle double offset. This test was performed using an mis cls trial rasp size 15 (ref: (B)(4), lot: 09.2512248). The rasp could be connected to and disconnected from the handle without any problems. Afterwards, the rasp was fixed and multiple hammer blows in both directions were performed on the striking plate of the rasp handle. There was a stable connection between the rasp and the handle. Moreover, the handle did not open. The reported event could not be recreated, however, the forces which act during surgery cannot be reproduced in a functional test. Root cause analysis: root cause determination using rmw: instrument breaks, deforms, diverges impairing its function due to inadequate design for intended performance. Not possible. A systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Instrument breaks, deforms, diverges impairing its function due to mechanical properties of material insufficient. Not possible. A systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Instrument cannot be used with the mating instrument or mating implant as intended due to failure of instrument mating condition possible, as it cannot be excluded based on the available information. Damaged instruments, implants, body or wrong operational step due to surgeon or staff unfamiliar with instrument usage and handling possible, as it cannot be excluded based on the available information. A deterioration in function as a result of repeated use is likely. Damaged instruments, implants, body or wrong operational step due to surgeon or staff unfamiliar with instrument usage and handling possible, as it cannot be excluded based on the available information. Instrument breaks or deforms due to off-label / abnormal-use. Not possible. The returned instrument shows no sign of an off-label use. Conclusion summary: the rasp handle was returned for an investigation. The reported event could not be recreated, however, the forces acting during surgery cannot be recreated in a functional test. The instrument shows severe signs of usage. Due to excessive use there is a chamfer like contour in the housing of the instrument, where the spring is in contact with the housing when in locked position. In combination with high forces applied during the surgery this might have initiated a loosening of the locking lever. However, an exact root cause could not be determined. Based on the available information further investigation has been initiated to determine the necessity of potential corrective and/or preventive actions, since a trend has been identified. Should the results of the further investigation indicate the necessity of a remedial action/corrective action/preventive action/field safety corrective action, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No event update.

Manufacturer narrative:
(B)(4). The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device yet, however it is indicated by complainant that it will be returned for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. Notes: the implantation and explantation dates are left empty as the device involved in this complaint is an instrument. Hence, no expiration date is captured, for the same reason. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that during a surgery the "raspe" handle broken and the case was completed with another device.